Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in the right coronary artery (rca). The physician used a 6f medikit introducer sheath for vascular access. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.